Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator shut off while in use and was replaced. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis all functional tests were performed at incoming and no anomalies were found. The device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator shut off while in use and was replaced. The generator was changed out but has not been received into service. No patient complications have been reported as a result of this event.